Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 1/29/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was displaying an ¿apply sample¿ message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient manages their diabetes with a combination of diabetes medication, including metformin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿dizzy and sweating¿ two days after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the csr found that the patient was using the incorrect testing technique where they were applying blood to the top of the strip. The patient did not have their testing supplies available at the time of the call and so the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.